Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the device lot.

Event description:
It was reported that during a semi-open sigmoidectomy, it was found that all staples of the 1st line on the edge of the cartridge were left in the cartridge and unformed after firing on the colon. The drivers of other five lines were fully up. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) - damaged cartridge shroud the analysis found that one (B)(4) device was returned in good visual condition and with a cartridge reload loaded on the device. The reload was received with the left side fully fired, the right side two inner rows fully fired and the outer row with only 3 drivers up. The cartridge was disassembled to verify the condition of the internal components and it was noted that the inner cartridge shroud was damaged. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.